Manufacturer narrative:
Patient demographics such as age, date of birth, weight, race and ethnicity were not supplied. (B)(6). A beckman coulter (bec) field service engineer (fse) was not dispatched to the customer's laboratory to assess instrument performance as the customer was not questioning the performance in conjunction with this event. All of the system parameters, including quality controls (qc), calibrations, system checks and precision run were performing with instrument specifications at the time of the event. The access total bhcg (5th is) reagent was not returned to bec for further investigation. No further information is available regarding the performance of the reagent. There were no reports of error messages, system flags or issues with other patients/assays in conjunction with this event. In conclusion, the cause of this event could not be determined with the information supplied.

Event description:
The customer reported obtaining a non-reproducible low (normal) beta human chorionic gonadotropin (access total bhcg (5th is)) result for one (1) patient on the laboratory's access 2 immunoassay system serial (B)(4). The initial access total bhcg (5th is) result obtained on (B)(6) 2017 was within the normal reference range of the assay which indicated that the patient was not pregnant. On (B)(6) 2017 the patient's sample was reanalyzed on the original access 2 immunoassay system and a significantly higher result, in a different gestational category (i.e. For a pregnant female), was obtained. In addition, a second sample was also analyzed for access total bhcg (5th is) on the original access 2 immunoassay system the same day ((B)(6) 2017) and similar elevated results were obtained. The initial low access total bhcg (5th is) result was released from the laboratory. Subsequently, there was a change in patient treatment/management as the patient had taken the following medications; dexamethasone, metamizole and bufferin cold tablets prior to knowing that they were pregnant. System performance indicators such as assay quality control (qc), calibrations, system checks and precision testing were all performing within the assay/instrument's specifications at the time of the event. There were no indications of hardware issues, system flags or issues with other assays in conjunction with this event. The customer did not provide sample collection or processing information such as centrifugation time and speed in regards to this event. There were no indications of sample integrity issues in association with this event.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to the customer's laboratory to assess instrument performance. No instrument issues were identified during the fse's visit.